Event description:
In 2006 the lay patient contacted lifescan alleging that her one touch meter does not turn on. The next day the medical affairs specialist (mas) spoke with the patient to obtain/verify the following information: the patient has owned the reported meter for about six months. The patient takes novolin insulin 50 units in the am and 35 units in the pm. She said she takes extra insulin if her blood glucose level is higher than usual. Two or three days before contacting lifescan, the patient dropped the meter on the floor, the meter did not turn on after being dropped. She did not attempt to test with the meter after it did not turn on the first time. She continued to take her usual dosage of insulin. In 2006 the patient had blurred vision. She went to her doctor's office due to her symptoms and inability to test with the meter. A result of 280mg/dl ws obtained on the doctor's meter. The patient was given an injection of 30 units of novolin insulin. The customer service agent (csa) walked the patient through reseating the meter battery and attempting to test. The meter did not turn on. The meter, test strips and control solution were replaced. The complaint is being reported as the patient was unable to test with the meter to determine that her blood glucose level was increasing. As a result, she experienced delay on treatment of hyperglycemia.